Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on the centrifugal controller blanked out. There was a message on the central control monitor that the centrifugal motor was in ¿coast mode¿. The device was not changed out as a centrifugal stand alone unit was ready for use if needed. The case was continued with cautionary measures. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.